Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with scoliosis underwent an unspecified spinal procedure. Intra-op, the driver broke .no fragment of the broken driver remains in the patient. No patient complications were reported as the result of this event.